Event description:
It has been reported to philips that the wireless footswitch intermittently lost connection with the system. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. During investigation, it was identified that only the wireless footswitch base station was replaced. According to the additional information acquired, the system was in clinical use at the time of the reported event. The procedure was completed as planned by using the wired footswitch. A philips remote service engineer (rse) connected with the customer and was informed that the status indicator for signal reception on the wireless footswitch (wfs) lit up sporadically indicating a connection issue. A philips field service engineer (fse) inspected the system onsite and confirmed the reported malfunction. The fse identified that the wfs base station was not functioning as intended. To resolve the issue, the fse replaced the wfs base station. The system was returned to use in good working order and ready for clinical use. The wfs base station was returned for further analysis. Functional testing was performed, and no failure was observed. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the system's instructions for use (IFU), the wired foot switch must always remain connected to the x-ray system and be available for clinical use. If image acquisition cannot be started using the wireless foot switch, the procedure can be continued with the wired foot switch. In this case, the procedure could be completed using the wired foot switch. This has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.